Event description:
During an lavh procedure, the jaw of the lyons dissector fell off into the patient. The jaw was recovered with no patient harm. Another like device was used to finish the procedure.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.